Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and the test passed. Data was provided for evaluation. The reported event loss of connection was confirmed via data. The root cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.